Event description:
It was reported that, "the pt is (B)(6) status post (r) tha uncemented with failed acetabular component secondary to polyethylene wear debris and surrounding osteolysis."

Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs dept. No add'l info is available at this time. Add'l follow-up info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.